Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was also stated that the customer had the flu at the time of hospitalization. The customer changed the infusion set three times, but the blood glucose levels remained high. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was replaced, due to the customer feeling very ill.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.